Event description:
While discussing generator replacement options, the patient indicated that she had 3 seizures in the past week, which included falls with minor injuries not requiring surgery. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was found that system diagnostics were within normal limits and the generator was not at end of service. Normal mode and magnet mode output current were increased. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.